Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported one of patient's leads had high impedances. Investigation was unable to identify which lead attributed to issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) serial:(B)(6), batch: a000095695. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the impeded lead was explanted and replaced. Therapy was restored post-op.